Event description:
It was reported that there was leaking. No patient involvement was reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, cracked enclosure, tank cover, outdated printed circuit board (pcb), and power switch were found. The device was leaking from the reservoir in the rear near the drain fitting confirming the customer complaint. The root cause of the reported issue was found to be user issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.